Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the black box showed no evidence of loss of prime and multiple consecutive call service alarms on 08/11/2014. The battery and cartridge caps were not returned with the pump; test battery and cartridge caps were used to complete the investigation. The pump alarmed with a call service alarm upon the first load attempt which prohibited adequate investigation of the reported loss of prime complaint. The pump was opened and disassembled for further investigation. The motor gear assembly was tested and found to be frozen; there was no intermittent condition found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).